Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-march-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to backflush the sample probe. The fse visited the facility and adjusted the instrument but the results were still high. He then performed a precision. All results were in range. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the shbg control recovery issue was unknown.

Event description:
On (B)(6) 2017, a customer reported shbg control recovery issue on the aia-900 instrument. The customer stated that she had not trouble with a linearity precision.